Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported mechanical issue (clip open - locked) appears to be related to the reported mechanical issue (lock lever movement). However, a definitive cause for the lock lever movement cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report lock lever movement and the clip opening post deployment. It was reported that this was a mitraclip procedure treating functional mitral regurgitation grade 4. One mitraclip was implanted without reported issues and with good mr reduction. An additional jet was observed lateral so a second mitraclip (cds0602-ntr 81022u287) was implanted with one good grasp close to the 1st. Mr was reduced to grade 1. Leaflet insertion was confirmed, and deployment was initiated. After re-locking the clip, the lock lever appeared slightly retracted. While removing the lock line, the lock lever unexpectedly retracted a few millimeters. It was pushed back, and lock line removal and deployment continued. Once released from the delivery system per IFU, the clip opened approximately 60-70 degrees. After confirming clip stability, the gripper line was removed. The clip remained on the leaflets, but mr increased to grade 2-3. A third clip was positioned as close as possible and lateral the 2nd clip, stabilizing the second clip and decreasing mr to grade 1. The next day, x-ray was performed, and the clips remained stable. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided regarding this issue.